Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was no longer giving audible tones. The customer ran a self test and the insulin pump did not beep during the tone test. Nothing further was reported.